Manufacturer narrative:
An investigation was initiated, and is on-going. The risk of bone pin breakage is not unique to our procedure and is a well known and accepted risk in computer-assisted surgeries and other procedures requiring fixation to body structures.

Event description:
While removing the most distal tibial bone pin, dr. (B)(6) and the assisting pa, noticed that a very small piece of the tip was missing from the 3.2mm x 140mm bone pin. It is at the most distal end where the pin is "scored" to create the self tapping feature. The surgeon opted to leave the piece inside the tibia as he felt they would have "no effect on the pt's recovery."